Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event due to critical pump error. The customer reported blood glucose value of 46 mg/dl. The customer reported hypoglycemia treated with carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was not using the insulin pump system within 48 hours of the reported event. Customer had stopped using the insulin pump system due to pump/product issue. Customer found the open book image on the pump screen. Customer was unsure using the correct battery cap for the pump. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 63 on 04/13/2025 12:10:40.000, fatal alarm confirmed, suspecting a hw error problem with the twi interface or with the ad5161 chip. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and scratched case. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 63 as well as moisture damage, isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.